Event description:
Female post-aortobifemoral bypass surgery: when performing the instrument/sponge count the rf scan machine displayed a detection error when mat scan was performed. Rn and operating room tech re-counted all sponges multiple times, always getting a correct count. Rf mat scan was performed multiple times as well, also coming up with detection. The wand was then used, which came up with no detection. An x-ray was taken to look for any retained sponges and non were seen by surgeons nor radiology. When the patient left the room a mat scan was once again performed and came up with no detection. The mat removed from use.